Event description:
Device 1 of 2 reference MFR. Report# 1627487-2015-20183 further follow up identified the patient stated the system was explanted due to an infection. It is unknown at this time whether or not the infection involved the lead sites. Therefore, the infection issue is being added to this report. The ipg is reported in MFR. Report number : 1627487-2015-07143.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20183. It was reported the patient requested an explant as the scs system was not being effective. Surgical intervention was taken and the scs system was explanted. Explant date of scs system is unknown.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported infection and ineffective stimulation could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.